Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report, discharge summary) and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as a device- but non-procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment. Unable to advance the stent to site of perforation (patient with history of multiple layers of stents and heavy calcification). Pk papyrus system was removed. When attempting to insert pk papyrus for second delivery, it was noticed that the stent was not on balloon. Guide and guideliner both were removed and flushed, but the stent was not found. Fluoroscopy was done to confirm that the stent is not lost in body. Stent was not seen in body nor anywhere within the sterile field/back table. Another pk papyrus with same size was successfully deployed.